Event description:
Report received of a tubing "rupture". It was reported that a patient, gender unspecified, was having a cardiac catheterization. The power injector tubing was connected to the patient's femoral line and was set to inject 20cc of contrast at 5cc/second. At some point after the start of the injection, the tubing "ruptured" and contrast sprayed onto the patient. There was no bleed back or blood loss. The contrast was not re-injected. The study was completed with no further problems. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.